Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error 25, low battery alert, power loss alarm, was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did not received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.